Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During the procedure, when the compact air drive motor was being used, it lost grip, losing strength and power. Seeking a prompt solution, a motor was loaned from the clinic, allowing the surgery to proceed without incident. During the surgery, it was also evident that the depth gauge's tip was bent, so the specialist requested that it be checked or replaced. The specialist did not experience any discomfort. The surgery was completed successfully, without any harm to the patient or alterations in surgical time.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: device history review part: 03.010.428 lot: 9817p88 manufacturing site: balsthal release to warehouse: 28-mar-2024 a DHR evaluation was performed for the finished device article # 03.010.428 lot # 9817p88, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.